Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An non healthcare professional reported that during the vitreoretinal surgery, ophthalmic consoles laser was intermittently stopped firing. There was no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. The core module was replaced to address the issue. The module was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The core module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Core module was tested and then found to meet manufacturer specifications. The reported event was not replicated. The root cause of the reported event is attributed to component wear/reliability of the core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).